Event description:
It was reported that during initial implant procedure, it was noted that patient's new implanted lead exhibited high, out of range pacing impedance. The lead was not installed and procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.